Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had wanted to switch from program 6 to program 7 a few days ago; however, even after following instructions several times, after they selected program 7 and confirmed it, it would go back to program 6. Patient services (ps) walked the patient through connecting to their settings and the patient's handset depleted on the call. The patient stated it was at 0% though they'd charged it to 100% a few days ago. Ps reviewed battery considerations for the handset and the patient plugged the handset in and was able to power the programmer back on and connect to their settings and they were able to select program 7, confirm it and successfully switch to program 7. The patient stated when they saw the "confirm" button previously, it had been a light blue, like they weren't able to select it but this time, with pats, the "confirm" button was a dark blue and they were able to select it and switch to program 7. The patient stated the only difference this time vs. Last time is that the handset was plugged in so they would keep the handset plugged in when they went to use it. Ps reviewed that the handset didn't always need to be plugged in, only when the battery was low and that even though they charged to 100% sometime last week, the handset wasn't going to hold a charge and stay at 100% so they'd still need to consistently keep it charged. The patient understood. The trouble shooting steps that were taken on the call resolved the reported issue. Patient services is flagging this call due to the patient's inability to switch programs the other day and the program confirm button not being able to be selected.